Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% restenosed lesion was located in a moderately tortuous and severely calcified shunt. For pre dilation the physician advanced the 5mm x 40mm sterling balloon catheter. On the third inflation the balloon was partially inflated to 14atms and ruptured. The device was removed from the patient intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an over-the-wire (otw) sterling balloon catheter. Visual inspection of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The tear was the entire length of the balloon. Examination of the balloon material at the edges of the tear presented no indication of material or manufacturing deficiencies that could have contributed to the formation of the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% restenosed lesion was located in a moderately tortuous and severely calcified shunt. For pre dilation the physician advanced the 5mm x 40mm sterling balloon catheter. On the third inflation the balloon was partially inflated to 14atms and ruptured. The device was removed from the patient intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4).